Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following preparation of the sheath outside of the patient, the sheath was aspirated, and it was noted that the valve was not closing properly, and air could be visualized inside the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following preparation of the sheath outside of the patient, the sheath was aspirated, and it was noted that the valve was not closing properly, and air could be visualized inside the sheath. The sheath was replaced, and the procedure was completed without patient complications. The sheath was returned for analysis.